Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter: 5.1, lab: 3.8, mean: 4.45, confidence limits: 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Device was not returned for evaluation. End-user reported accuracy discrepant test results. Product in complaint was not expected to be returned. Timing of both inratio and lab tests were not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required a this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 5.1, lab: 3.8. Caller stated that this event is the first one that they've noticed. Caller verified that the patient was not on heparin or lovenox. No hospital/dialysis. No cancer or anemia. No hyperthyroidism/hypo. No averse incident.